Event description:
During a routine shift check by a clinician, the device displays a "defib disabled" message and will not power up with battery power. There was no patient involvement in the reported malfunction.